Manufacturer narrative:
Device was not implanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the doctor was advancing the angio-seal evolution device, there was no flash back of blood. The doctor was unable to deploy the device.